Event description:
It was reported that episodes of non sustained lead noise were observed. High threshold was also noted. The patient also reported that no alert was delivered at time of episode. The device was reprogrammed. Patient condition is good.

Event description:
New information received notes that the system was explanted and replaced due to infection. It was also noted that the patient had a catheter for therapy of chronic pain. A new system was implanted on the right side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.